Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a sensor that would not complete the two hour warm up. No additional event or patient information is available. Data log was reviewed for evaluation on 03/08/2017. Complaint for no initial calibration was confirmed due to signal loss during warm-up. The root cause of the signal loss could not be determined, post investigation. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A pairing test was performed on the transmitter and it passed. Data share log was reviewed, finding signal loss on the issue date. A functional test was performed on the transmitter and passed. Based on the finding of signal loss this is being reported. The complaint was confirmed based on the finding of siganl loss on the date of issue. The root cause of the signal loss could not be determined, post investigation.